Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the cord frayed due to normal use. The pin next to the white arrow/triangle has significantly bent - unable to be inserted into recharger. The recharger kit and desktop charger were replaced. The issue was resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name restore; product ID 37761, (serial: (B)(6)); product type: 0213-recharger, g2: the country of the event is au. H6 codes belong to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device evaluation: analysis of the recharger found that the device was scrapped due to bent/ broken connector pins at the end of the cable. D9 and h3 refer to the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.